Manufacturer narrative:
This report is submitted on november 13, 2017.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to a tip fold over of the electrode array that occurred during initial implantation surgery. The device was explanted and the patient was re-implanted with another manufacturer's device.